Event description:
Distributor's rep reported that following cleaning and soaking as described in the product's user manual, the probe was leaking fluid from under the cover sheet of the probe handle; approximately 20-30 drops.